Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in a follow up-report.

Event description:
It was reported that the device repeatedly performed warmstarts and then could not finish the loop of warmstarts. No injury reported.

Manufacturer narrative:
The on-site investigation of the device came to the result that a hardware failure on the pcb-cpu of the control unit (touch screen) had caused the reported problem. The pcb has been replaced and was not available for investigation. The internal watchdog of evita 4 had registered the deviations on the pcb-cpu and initiated a warm start. During a warm start the ventilator opens the breathing system to atmosphere to make spontaneous breathing possible. This is accompanied by alarm. If the boot sequence was passed, which needs about 8 sec, ventilation is continued with the previous settings. Immediately after re-start of ventilation mv-low alarm is generated, which is posted as long as the lower alarm limit for minute volume is not yet exceeded. As the hardware problem could not be fixed by a warm start the sequence repeated. The failure rate of the concerned pcb is very low and no further measures are planned. On-site-investigation.

Event description:
Please see initial-report.